Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp support ongoing for a patient admitted in acute myocardial infarction/cardiogenic shock. The pump lost position and alarmed in aorta. The team attempted to troubleshoot and eventually explanted after weaning on day three of the support. The patient survived the event.

Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was not returned for investigation. The data log showed the motor current flattening and increase in pump flow, with an active impella position in the aorta alarm at the end of the case. According to the clinical report, the patient kinked the impella, which led to the pump position in the aorta alarm. The doctor turned the p-level to p2 and secured the catheter lock at 81cm. The cause of the positioning issue was use related since the patient was awake and pulled the impella.